Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer powered up with a system error; the hard drive was reconfigured and software re loaded/updated to resolve issue. Analysis also found the latch on the media bay was bent and the system fan was noisy. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement reported.